Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units fan blades have issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11 corrected fields: d5, e2, e3, g2 additional information: e1(event site postal code -(B)(6)) a getinge field service engineer fse was dispatched to the site to evaluate the unit. Checked device for reported fault with fan. Found front fan noisy when in use. Ordered replacement and changed fan. Completed functional and electrical safety testing. All o.k. And ready for use. Completed pm service job also while onsite.